Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5.4 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that the stent graft was implanted in the patient approximately 48 months ago. It was reported to medtronic that the stent graft has moved, covering the renal arteries. The covering of the renal arteries has resulted in kidney damage. This is all the information that has been received.